Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual insulin injection was administered to address bg level. The customer reverted to an alternate pump for insulin therapy.